Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as fold flaw opening. Crease/folding of implant: creases were observed. Additional observations: wear abrasion observed. Yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left side "any creases." Device has been explanted and replaced.